Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported the plate snapped - non union and the patient required a revision.